Event description:
Discordant advia centaur xp ipth results were obtained for a patient sample. The initial result was elevated and upon dilution was much lower. Repeat testing was performed neat and diluted. The results were similar (elevated for neat and lower when diluted). The edta plasma sample from the same patient was tested neat and diluted. The results were elevated for neat and lower upon dilution. A redraw sample was tested and the result was elevated. The patient sample was diluted and the result was lower. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
The cause for the discordant ipth results is unknown. The calcium results and the clinical history of the patient are unavailable. The quality control was acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." "Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values." "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."